Event description:
It was reported by the customer that while responding to a patient having an asthma attack, they attached the leads to the patient and were able to monitor them all the way to the hospital. However, when they arrived at the hospital, the device powered itself on and off. There was no affect on patient care due to this failure.

Manufacturer narrative:
The customer evaluated the device and could not verify, nor duplicate the reported failure. The customer indicated that according to the event record, there was a low battery, but the device powered itself off rather than transfer to the other battery. Physio-control also evaluated the device and found no failure. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use.